Event description:
(B)(6), an rn in the cvicu, called into emergency support program line to request support with a clotted inner lumen. Esp personnel reviewed a screenshot that showed 244/243 as the arterial pressure. Esp personnel explained that since the inner lumen was clotted, it needed to be capped, and the transducer tubing connected to the inner lumen needed to be disconnected and discarded. Esp personnel also explained the inner lumen needed to be labeled do not use due to risk for thrombus. Esp personnel explained to (B)(6) that the radial arterial line would need to be transduced to the pump as the alternate pressure source to safely and appropriately time the pump. (B)(6) stated that he would call directly if he was unable to transduce the radial arterial line to the pump. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact phone number: (B)(6). (B)(6), an rn in the cvicu, called into emergency support program line to request support with a clotted inner lumen. Esp personnel reviewed a screenshot that showed 244/243 as the arterial pressure. Esp personnel explained that since the inner lumen was clotted, it needed to be capped, and the transducer tubing connected to the inner lumen needed to be disconnected and discarded. Esp personnel also explained the inner lumen needed to be labeled do not use due to risk for thrombus. Esp personnel explained to (B)(6) that the radial arterial line would need to be transduced to the pump as the alternate pressure source to safely and appropriately time the pump. (B)(6) stated that he would call directly if he was unable to transduce the radial arterial line to the pump. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - d4(expiration date, UDI), d10, h4(device manufacture date), h6(component codes).